Manufacturer narrative:
Product analysis: the complaint was partially confirmed. No fault was found with the programmer, but the associated radio frequency (rf) programmer head was found to cause power loss in connected programmers. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a device check, the programmer shut down multiple times. The programmer was returned for service. No patient complications have been reported as a result of this event.